Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached not returned and with the electrode detached from instrument and not returned. The ceramic is fractured and partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Inspection of the jaw area showed damaged to the retention pins that hold the jaws in position. The retention pins were sheared off. In addition visual inspection under magnification was performed and evidence of active rod was noted. The device was connected to the generator and it was recognized. Because of the device condition not all testing was performed with the generator. It is possible that a replace instrument was noted during usage with the jaw damaged in this manner. This was not confirmed during complaint analysis.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, about five minutes into using the device the electrode on the jaw peeled off. Another like device was used to complete the procedure. The electrode could have dropped into the patient's abdomen.